Manufacturer narrative:
B3: date of event - data was provided for results recorded 2022-2024 for all pfa cases. 01jan2022 selected as the earliest possible date of event. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration, device manufacture dates, and unique identifier (UDI) # are unknown. Device evaluation: under the terms and conditions of the study, pseudonymized data was provided. No products were returned as part of the study. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. The events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc.

Event description:
Boston scientific (bsc) performed a retrospective data analysis on patients who underwent cryoablation, pulsed field ablation (pfa), and radiofrequency (rf) as a second ablation procedure using data from (B)(6) hospital in belgium. Patient data was de-identified. The analysis of pfa data from this site exclusively used the farapulse (bsc) system. Cryoablation and rf as a second ablation procedure from this analysis included unknown manufacturer devices and are not distinguishable. Adverse events were identified through manual review and documentation from the facility. A total of 2156 patients were enrolled in the study. The procedures were performed from 2018 to 2024 with pfa beginning in 2022. These analyses are being performed to assess pfa procedural time when compared to conventional thermal ablation, and to identify the factors that contribute to variability in procedure times and their impact on operating room planning and efficiency. A total of 30 patients experienced an event using farapulse pfa and a total of 44 patients experienced an event using thermal ablation. The following is a summary of those results from brussel hospital over 7 years (2018-2024). For patients who were treated with farapulse pfa, groin haematoma occurred 3 times peri-procedurally. For patients who were treated with thermal ablation, groin haematoma occurred 11 times peri-procedurally. For patients who were treated with farapulse pfa, bleeding occurred 0 times peri-procedurally. For patients who were treated with thermal ablation, bleeding occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, vascular complication occurred 3 times peri-procedurally. For patients who were treated with thermal ablation, vascular complication occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, coronary spasm occurred 5 times peri-procedurally. For patients who were treated with thermal ablation, coronary spasm occurred 1 time peri-procedurally. For patients who were treated with farapulse pfa, esophageal lesion occurred 0 times peri-procedurally. For patients who were treated with thermal ablation, esophageal lesion occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, cerebral vascular accident occurred 1 time peri-procedurally. For patients who were treated with thermal ablation, cerebral vascular accident occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, transient ischemic attack occurred 1 time peri-procedurally. For patients who were treated with thermal ablation, transient ischemic attack occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, pericardial effusion without need for pericardiocentesis occurred 3 times peri-procedurally. For patients who were treated with thermal ablation, pericardial effusion without need for pericardiocentesis occurred 1 time peri-procedurally. For patients who were treated with farapulse pfa, pericardial effusion with need for pericardiocentesis occurred 0 times peri-procedurally. For patients who were treated with thermal ablation, pericardial effusion with need for pericardiocentesis occurred 1 time peri-procedurally. For patients who were treated with farapulse pfa, cardiac tamponade occurred 0 times peri-procedurally. For patients who were treated with thermal ablation, cardiac tamponade occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, transient phrenic nerve palsy occurred 2 times peri-procedurally. For patients who were treated with thermal ablation, transient phrenic nerve palsy occurred 25 times peri-procedurally. For patients who were treated with farapulse pfa, persistent phrenic nerve palsy occurred 0 times peri-procedurally. For patients who were treated with thermal ablation, persistent phrenic nerve palsy occurred 5 times peri-procedurally. For patients who were treated with farapulse pfa, death occurred 0 times peri-procedurally. For patients who were treated with thermal ablation, death occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, chest pain occurred 2 times peri-procedurally. For patients who were treated with thermal ablation, chest pain occurred 0 times peri-procedurally. For patients who were treated with farapulse pfa, unspecified patient complications occurred 12 times peri-procedurally. For patients who were treated with thermal ablation, unspecified patient complications occurred 3 times peri-procedurally.